Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 690mg/dl. Troubleshooting could not be performed as customer did not have any supplies at the time. Instructed the caller that the customer needs to call back to troubleshoot the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.